Event description:
Dealer states chair is flashing 5 times. Chair is stuck in drive lockout. No injury or ill effect. The powered wheelchair is approximately 8 years old. Please note any further information will be supplied in a supplemental report.